Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services and reported a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during use. The home patient (hp) states he had the alarm last night. The technical service representative (tsr) explained the alarm and the possible causes. The hp will discarded the supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is not available a batch review will not be performed.